Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnect mode. A technical support specialist (tss) checked the server and confirmed that the servers were back online. The tss then contacted the customer to verify the status of the station, and the customer confirmed that the issue had been resolved after the hospital information technology team (hit) had rebooted the servers and brought the stations back online. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on disconnected mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.